Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 8 hours into a parenteral nutrition infusion they identified a leak at the injection port. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.